Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation and has been requested. A follow-up medwatch will be submitted if any additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not received for evaluation; therefore a device analysis could not be performed.

Event description:
A customer called baxter corporate product surveillance to report a vial-mate reconstitution device which is coring the vials. According to the report, when the customer attached the 0.9% nacl minibag ((B)(4)) to the vialmate and attached a vial of rocephine 1gm to reconstitute the drug, he noticed a small piece of clear plastic floating on top of the solution that was introduced into the vial after the needle pierced the rubber stopper of the vial. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.